Manufacturer narrative:
Additional information: the patient had transient ischemic attach (tia) in the past and yes, he had an episode of tia, but patient is doing well now, able to go home.

Manufacturer narrative:
B1/b2 required intervention was selected incorrectly on the initial report that was submitted. New selection was made. D4 primary UDI number was revised.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 68-year-old male patient for pre-operative placement, with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. After removal of the impella 5.5 and closure of the surgical wound, the patient developed slurred speech and mild facial droop but was able to move all extremities. The patient was sent for a CT scan to rule out stroke. Other vessel conditions included a history of previous transient ischemic attack (tia). The patient remained on support and survived to explant. Transient ischemic attack may occur due to underlying vascular disease, prior history of tia, and critical illness in the perioperative setting.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated. D4 catalog and serial number revised. Investigation was completed. Investigation summary pdi (transient ischemic attack): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 68-year-old male patient for pre-operative placement, with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. After removal of the impella 5.5 and closure of the surgical wound, the patient developed slurred speech and mild facial droop but was able to move all extremities. The patient was sent for a CT scan to rule out stroke. It was noted that the patient had a history of previous transient ischemic attack (tia). The patient survived to explant. It was noted that the patient recovered and is able to go home. Transient ischemic attack may occur due to underlying vascular disease, prior history of tia, and critical illness in the perioperative setting.